Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 92.4% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Nformation is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5524m-53 lead; implanted (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing of noise, short ventricular intervals, high undefined pacing impedance, and non-capture. The lead was reported to have fractured. The patient reportedly experienced syncopal episodes. The lead was capped and replaced. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) battery had depleted prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.